Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) shock lead impedance (sli) measurements greater than 200 ohms. During a follow up, an alert to check the rv lead was displayed and a boston scientific technical services (ts) explained the possible causes. Oor sli values were obtained when tested in distal coil to can and distal coil to proximal coil vectors, and when the patient placed the arms over the head. An rv coil issue was suspected. A local boston scientific field representative (fr) reported normal defibrillation threshold (dft) test. No source of measurement problems were identified and confirmed through fluoroscopy. However, the fr stated that the rv lead was abandoned and replaced. This rv lead is no longer in service. No additional adverse patient effects were reported.